Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Age and date of birth unknown / not provided, patient sex unknown / not provided, weight unknown / not provided, date of event unknown / not provided. Device was discarded.

Event description:
It was reported that the implant fractured at the apical edge. Most of the implant was removed, but the apical edge still remains in the bone. Tooth location 3.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(6). One imp tm 3.7mm mtx full,10m (tmtb10) was not returned for investigation. Since product has not been returned, visual/functional inspection could not be performed. DHR review was completed for the subject lot number (63271192). It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number (63271192) for similar events and one other complaint was identified, (B)(6). December post market trending was reviewed and there were no actionable events or corrective actions for the reported event (implant fracture) or device (tmtb10). Therefore, based on the available information, device malfunction could not be verified and the reported event was non-verifiable as the device wasn¿t returned and no evidence was provided to support the reported event. No further investigation or immediate CAPA/hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.